Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of tibial insert and patellar wear. The root cause of the device wear could not be confirmed from the images provided. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised due to wear. Surgeon performed a poly and patella swap. Patient was last known to be in stable condition following the event. Images attached. Unable to obtain x-rays. Product not returning; hospital kept. No further information provided.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.